Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 400 mg/dl at the time of incident and the current blood glucose of the patient is 73 mg/dl. Customer treated with insulin pump for high blood glucose. Troubleshooting was performed and customer was able to rewind insulin pump. Customer also stated that insulin pump had unexpected restart and a cold reset was performed. The product will not be returned for analysis.